Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
When the start time of a one-time order is changed to an earlier time, then a later time, icca shows 2 pending interventions. There should be only 1 intervention listed. Users could mistakenly administer an extra intervention for a 1 time order. No patient harm occurred.